Event description:
It was reported that the device came apart during use. The parts were gathered together, and confirmed that none were missing, however it was noted that the coating had peeled off. Physician is not sure if coating material remains in pt. There were no adverse consequences, but surgery was delayed 1 and a half hours.